Event description:
It was reported that this left ventricular (lv) lead was exhibited high pacing impedance out of range greater than 2000 ohms and high capture thresholds. Technical services (ts) recommended programming options to fix the issue. At this time this lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was exhibited high pacing impedance out of range greater than 2000 ohms and high capture thresholds. Technical services (ts) recommended reprogramming options to fix the issue. At this time this lead remains in service. No adverse patient effects were reported. Additional information was received detailing that this lead was explanted and replaced due to unrelated seasons. This lead was returned to boston scientific for evaluation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.